Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had vibrating anomaly. The customer¿s blood glucose level was 5.4 mmol/l. The customer¿s blood glucose level was close to 300 mg/dl. The customer stated that the pump was fallen and was vibrating very hard and was also stated that the pump was loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. The vibration motor functioned properly and no loose parts noted.